Event description:
On (B)(6) 2011, patient reported an unclearable e8 power interrupt error appeared on the infusion device. He attempted to deliver a bolus before lunch but was unable to change the menu screens by pressing the menu button. He changed the battery and the e8 power interrupt error appeared. The correct type of battery was used in the infusion device, and the battery cover was changed the previous week. Patient pressed the check button twice to confirm and clear the alarm, but this was not successful. He changed the battery two additional times and was unable to clear the error message. The infusion device was not dropped. The infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.